Event description:
It was reported that the ilet user experienced hypoglycemia while driving when the system alerted to a low glucose of 53 mg/dl on cgm; the user had eaten without meal announcement and believed the pump delivered excess insulin, then treated the low with oral rapid-acting carbohydrate while using an inset 23-inch infusion set. Symptoms included asymptomatic hypoglycemia without loss of consciousness or other acute sequelae. Outcomes included stabilization of blood glucose to 136 mg/dl without medical intervention, outside assistance, or use of backup therapy or ketone testing. Investigation included complaint handling with user interview, product-use review, and troubleshooting and education focused on avoiding overcorrection and reinforcing meal announcement practices. Investigation of this case revealed no confirmed device malfunction and suggested user-related factors, including missed meal announcement and potential algorithm-driven insulin delivery preceding recognition of food intake, as the likely contributors. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with use-related factors rather than a device defect. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.